Manufacturer narrative:
The subject device was not returned for evaluation. The user facility discarded the device. The cause of the issue is unknown at this time. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during a bladder stone procedure, the soltive functioned normally for approximately ten (10) minutes and an error 410 displayed. The system restarted and functioned normally again however, due to the error encountered, the surgeon replaced the fiber with another fiber . The second fiber connected , the surgeon observed a green/blue glow coming from the distal end of the fiber up through where the surgeon gloves are. The fiber was replaced again with another fiber and no glow observed and procedure completed successfully. There was no patient harm or injury reported due to the event. No user injury reported. This report is related to a report with patient identifier (B)(6) (second fiber with flashing observed).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer kept the packaging of the fibers used during the procedure, however, the fiber itself was discarded. The customer returned a fiber from the same lot/batch. The fiber device was inspected upon return. The device was received in the un-opened original packaging. The device was confirmed to be a tfl-fbx550s fiber with lot number kr146505. As a part of the evaluation, the packaging for the device was opened and the device was removed from the protective tubing. The distal tip of the fiber did not have any damage. There were no kinks, breaks or any visual damage along the fiber jacket or on the proximal handle. No visual defects were noticed on the device which is consistent with the device being un-opened. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the "flashing" of the fiber was due to damage sustained to the tip during the removal of the device or during packaging but a cause outside of speculation cannot be confirmed. Additionally, there is no solid evidence of the device breaking as the device was not returned and no large notable breaks were identified. Per the instructions for use, the aiming beam is a regular part of the device functioning. It¿s unclear how irregular the green-blue "flash" on the physicians hand appeared. This may have been the aiming beam coming through the laser and projecting onto the surgeons glove. A final root cause of this event was unable to be identified. Olympus will continue to monitor field performance for this device.